Event description:
Perforated tube gas pass (damage in use). Confirmed complaint: hole in exhaust portion of hose. Hose was twisted inside gauge housing cuttin off flow of axhaust gas causing hose to expand and burst. Replaced hose assembly. Repair order (B)(4). Ll100 cryosurgical, (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Manufacturer narrative:
Investigation. X-review DHR. X-inspect returned samples. *analysis and findings. Complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 12/08/2020 under work order (B)(4) and sold on 02/08/2021. Manufacturing record review: DHR-va1121 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 97804 this unit was at csi on 02/02/2022. Visual evaluation: visual examination of the complaint product revealed physical damage. There was a hole in exhaust portion of the tubing. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the hose getting twisted inside the gauge housing. This cut off the flow of the exhaust gas causing the hose to expand and burst. This was caused by the customer twisting the hose too much which caused the pressure to build up and burst the tubing. *correction and/or corrective action the complaint unit was repaired and returned to the customer. Coopersurgical will continue to trend this complaint condition. The hose assembly was replaced. The unit was tested and found to function per the method sheet. *preventative action activity coopersurgical will continue to trend this complaint condition.

Event description:
Perforated tube gas pass (damage in use). Confirmed complaint: hole in exhaust portion of hose. Hose was twisted inside gauge housing cutting off flow of exhaust gas causing hose to expand and burst. Replaced hose assembly. Repair order (B)(4). (B)(4).